Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was not booting up. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot up. There was no reported patient or user harm.